Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that carbon dioxide leakage was noticed during the case. Three trocars were found to have ripped seals. They were all replaced. The case was completed without incident or injury to the pt.